Manufacturer narrative:
Additional information received stating serial and lot number of nim patient interface (product code:nim4cpb1) are (B)(6) and 225582560 respectively. Also, information received stating below product was involved in the event. Other relevant device(s) are: product: nim4cpb1, sn: (B)(6), lot: 225582618. H3: analysis of all reported products found no fault with the devices. H6: previous codes b17 and c20 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during parotidectomies surgery, when using standard four channel electrodes. Nim was alarming when he stimulated any tissue with the increment probe, well away from the nerve. Not the normal stimulation signal. They also were rebooting the machine as it was alarming for no reason. Used whilst being connected to console not wireless. It was scrubbed on the day of the issues. Initially, it appeared that the nim was working correctly. At about 30 - 45 minutes in, the issues started getting false positives. Doctor tried turning off then rebooting the console. The plugs at the console end were checked and the stim plug was checked, but not all the electrodes were checked. Once again it gave false positives on all tissue away from the nerve. User then changed to the old console and had no further issues. It was noisy even when the voltage channel was turned down to point 4. It was 1 channel (obicularis oris) that kept stimulating. It was consistently humming and showing false positives on the screen but only low peaks and then when we tried the stim probe it was giving false positives with large peaks on screen. Procedure was completed with backup product. There was a delay of 20 minutes and no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product: nim4cpb1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.